Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator would not stay in standby mode. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10 the alleged malfunction was confirmed. The engineer provided the part number for the flow sensor. No parts were returned for failure investigation. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11. G1: contact information updated. H6: codes.